Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient required CABG and iabp placement. The patient left the or in stable. However, the patient expired post-operatively from complications including cardiogenic shock. There has been no indication or allegation of a product malfunction. The root cause of this event cannot be conclusively determined; however, it has been determined that this event was likely due to patient and/or procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve was implanted and there was a suspected compromise in the left main coronary ostium. The patient had to undergo a coronary artery bypass grafting as a result. An iabp was also placed. The patient was transported to the ICU in guarded condition. The patient expired on pod#2. Per medical records received, this case involved a (B)(6) year-old female with a history of morbid obesity and anemia. She was found to have severe aortic stenosis and severe mitral regurgitation with accompanying mitral annular calcification. She underwent an aortic valve replacement, aortic root enlargement, aortoplasty of the ascending aorta, coronary artery bypass grafting x3, and mitral valve replacement. Intraoperatively, the heavily calcified native aortic valve was excised and the annulus was debrided. The annulus was noted as small and the decision was made to do an aortic root enlargement in order to ensure that a 29mm non-edwards valve would fit in the mitral position. Attention was turned to the mitral valve and a 29mm non-edwards valve was implanted without difficulty. A 23mm 3300tfx aortic valve was implanted. A dacron graft was placed over the sinotubular junction as an aortoplasty. Once off bypass, she developed hypotension and echocardiogram revealed rising pa pressures with markedly depressed left ventricular function. Due to suspected compromise of the left main ostium, she was placed back on bypass and a coronary artery bypass graft was performed. Upon weaning from bypass, there was excellent hemodynamics and good left ventricular function on echocardiogram. She went on and off bypass again and two more bypass grafts were placed due to progressive hypotension. Intraaortic balloon pump was placed for support. The patient was gradually weaned off cardiopulmonary bypass successfully with sustained blood pressure and hemodynamics. Diligent hemostasis was obtained. The chest was left open and the patient was transferred to the ICU in guarded but stable condition. On pod #1 the patient returned to the operating room for attempted sternal closure and underwent exploration of the mediastinum with irrigation of the chest. There was very little blood in the mediastinum and all grafts were patent. The left ventricular function appeared to be slightly better with inotropic manipulations. Ioban was placed and she was transferred to the ICU in guarded but stable condition. The patient developed cardiogenic shock, acute kidney injury, acute hypoxemic respiratory failure, leukocytosis, acute blood loss anemia, thrombocytopenia, and hypernatremia. The patient expired on pod #2.